Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported for clip opening while locked and difficult to remove the lock line from this lot. All available information was investigated and a definitive cause for the reported difficult to remove lock line and the mechanical issue of clip opening while locked could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the lock line and clip opening while locked. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first clip was implanted successfully, reducing mr to 1-2. To further reduce mr, a second mitraclip delivery system (cds) was advanced to the mitral valve and the clip was placed in a2/p2. During the deployment steps, after the clip was locked and during removal of the lock line, slight resistance was felt and the clip opened to 60 degrees. The clip was reclosed, but it continued to open to 60 degrees. The lock line was successfully removed and the clip deployed. The clip remained secure on the leaflets and final mr was at grade 2. The patient remained stable. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.